Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked indwelling needle connection tube leak.

Manufacturer narrative:
A complaint history review cannot be performed as no batch/lot number was provided. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Based on the limited information received from the customer, following multiple attempts the risk documentation could not be reviewed appropriately; based on the customer¿s description with no failure issue identified it is difficult to deduce a defect on which they are reporting and connect it to a failure mode in the risk management documentation. The outcome of harm described of leakage is assessed at multiple points in the rmf root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information provided.